Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however, the clip failed to release from the catheter. The user was eventually able to release the clip from the catheter. The clip remained attached to the tissue and the procedure was completed. It was noted that a small piece of metal detached into the patient and was left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.